Event description:
It was reported that there was an error resulting in o2 calibration failure resulting in loss of auxiliary oxygen during treatment. There was no patient injury.

Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws.â â  block a: no report of patient involvement. Block b3 incident date: not provided legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The oxygen sensor was calibrated to resolve the issue.